Event description:
It was reported that the patient was experiencing pain at the site of their cervical ipg pocket. Surgical intervention was undertaken on 12apr2024 wherein the patient's ipg was repositioned to the patient's lower back to address the issue. Therapy was restored post operatively.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.